Manufacturer narrative:
(B)(4).

Event description:
Literature: blomstedt p, jabre m, bejjani b, koskinen lo. Electromagnetic environment influences on implanted deep brain stimulators. Neuromodulation. 2006; 9:262-9. Summary: this article retrospectively analyzed data concerning the effects of external electromagnetic fields on 172 patients implanted with dbs. The objective of the study was to report the authors' observations on the external electromagnetic field influences on dbs in their patient population, and how these influences affected the patients' lives and other healthcare-related conditions. Reportable event: two patients reported repeated problems when they were either switching off or turning on the ipg with the external magnet. It was discovered that while testing stimulator functions with a transistor radio, the patients held the loudspeaker against the ipg.